Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported receiving a button error alarm from the insulin pump. Customer stated the device got wet three weeks previously. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's reported blood glucose value was 140 mg/dl. No further information was provided.